Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Major bleed/hematoma/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: a 78-year-old male with cardiomyopathy underwent impella cp support placed percutaneously via the right femoral artery. The patient¿s pre support clinical state was consistent with scai shock stage c. Upon arrival to the ICU following implantation on (B)(6) 2026 at 15:06, a hematoma was observed at the impella insertion site. A leg immobilizer had been placed in the or prior to transfer, and the limb remained straight throughout the transfer process. Concurrent bleeding was noted from the right axilla at a vascular surgical site unrelated to the impella device. The clinical team elected to apply a pressure dressing to the impella access site, hold the heparin infusion, and administer protamine. Based on available information, the hematoma and bleeding events resolved with medical management, and there is no evidence to suggest a device malfunction. The patient survived.